Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels. Patient¿s blood glucose (bg) levels reached 444 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (arm). Patient¿s stomach was hurting. Patient changed pod, began bolusing, and then went to the emergency room. The patient had traces of ketones. Patient was given a new pod, lunch, given a bolus and left with high bgs and ketones were coming down. Patient¿s mother states doctor reviewed (B)(4) and omnipod information and changed patient¿s dosages. Health care provider changed correction factor. The pod was discarded in the emergency room so device is not available for return.